Event description:
It was reported that during a surgical procedure at the user facility the device was smoking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was smoking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported smoking was not able to be duplicated by a manufacturer repair technician. Upon disassembly, fibers were found inside the device, which could have contributed to the reported event. The helmet is not a repairable device and will therefore not be returned to the user facility.